Manufacturer narrative:
(B)(4) date sent: 8/26/2021 d4: batch # u5f74w h6: component code = g02 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce60a device was returned with no apparent damage and with one gcflgt reload present. The reload was received partially fired 1/16. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. During the evaluation the bailout device was reset, a burnt smell appeared as soon as the battery was inserted. It was found that the spring clamp release is not at the correct position and is making the pcb short-circuited. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition noted with spring clamp release out of position, on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4) batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during radical lobectomy of left upper lung surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button would not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.